Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing, minor scratches on lcd lens screen and a bubbled dso (downstream occlusion sensor) seal. The customer stated problem was confirmed. Cassette not attached properly error alarm was duplicated and repeated multiple times. Replaced dso sensor. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device displayed the alarm -cassette not attached properly. Reattach cassette- during testing. No patient involvement was reported.

Event description:
It was reported the device displayed the alarm -cassette not attached properly. Reattach cassette- during testing. No patient involvement was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing, minor scratches on lcd lens screen and a bubbled dso (downstream occlusion sensor) seal. The customer stated problem was confirmed. Cassette not attached properly error alarm was duplicated and repeated multiple times. Replaced dso sensor. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.